Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as pain. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist recommended a cream for the skin irritation follow up indicated that the skin irritation improved.